Event description:
Electrical and connection issues were noted to the subject pacemaker. Ventricular impedances above 3 kohms were reported to the ventricular lead. However, the device paced normally. It was not possible to switch the ventricular lead into bipolar mode. A re-intervention was performed. After changing the ventricular lead the problem persisted. A new device was implanted and the issue was solved.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.